Manufacturer narrative:
The device was reported discarded by the user facility. The device will therefore not return to olympus for evaluation. The cause of the reported complaint cannot be confirmed. As a preventive measure against breakage, the device instructions manual cautions, ¿if you use the instrument several times during one procedure, confirm that there is no irregularity with its operation and appearance, each time you use it. Do not use the instrument if you detect any abnormality.¿ and ¿never use excessive force to open or close the cups. This could damage the instrument.¿ the instructions manual also has directions for pre-procedure inspection of the device, including tactile inspection of the insertion portion, and verification of device operation. The instructions manual warns that during the procedure, ¿do not insert the instrument into the endoscope while the cups are open.¿ ¿do not force the instrument if resistance to insertion is encountered. Reduce the endoscope¿s angulation (or lower the forceps elevator if applicable) until the instrument passes smoothly.¿ and ¿do not withdraw the instrument from the endoscope while the cups are open.¿ to avoid procedure interruption, the instructions manual also recommends, ¿always have a spare instrument available.¿

Event description:
Olympus was informed that in the middle of an egd procedure, while the device was sampling gastric antral tissue, a single piece of the jaw fell off the device and into the patient. The piece was retrieved using another forceps device that was also used to complete the procedure. There was no trauma to the patient and minimal bleeding from the biopsy sites. The device had been inspected before use with no anomalies found. It was reported that prior to use, the pink protective tip of the device was difficult to remove.